Event description:
According to the reporter, the device is not charging the battery and the ac mains led is not illuminated. Further testing found that the device will not operate on ac power. There were no reports of any adverse event or of the device being used with a pt during the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it was not charging the battery when it was plugged into ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.